Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the threading tip fractured and the pieces fell into the patient. As a result, all pieces were removed from the patient and there was no surgical delay.

Manufacturer narrative:
Examination of returned device was inconclusive.